Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control evaluated the customer's device and verified the reported issue. After the battery pins were properly connected, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.